Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008 that an achalasia pneumatic hand pump device was used during a sphincterotomy procedure performed four months prior. According to the complainant, it was "impossible to inflate more than 10 psi." The procedure was completed with another achalasia pneumatic hand pump device. There were no pt complications reported as a result of this event.